Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to an alternate method of insulin therapy.